Manufacturer narrative:
Result of investigation: vyaire medical was not able to confirmed and duplicate the reported issue unit passed all testing.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. The ventilator was tested with good ac adapter and patient circuit connected. The ventilator passed 156 hours extended test at run-in settings with no abnormalities, it passed troubleshooting, final test which includes many alarm and ventilation functions. Vyaire was unable to verify root cause of this reported event.

Event description:
The customer reported that the ltv 1150 unit shut down while on a patient and then restarted with different settings than were initially set. The customer confirmed there is no patient harm.